Event description:
The customer states, that they are seeing as much as a 100% difference in control values when testing with the architect ca 19-9 assay (lot 4946m200). The customer states, that one patient sample generated results between 40 and 80 u/l. The customer will run studies comparing samples testing on the axsym platform. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.